Event description:
The customer reported that during the care of a pt, the device had a 12 lead ECG failure. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.